Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. A boston scientific employee was made aware by the patient that their icm device was explanted because of a staphylococcal infection. Patient, device, and additional relevant information were not provided. Attempts to gather additional information were unsuccessful. There were no additional adverse patient effects reported.

Manufacturer narrative:
Evidence is suggestive the insertable cardiac monitor (icm) device remains in possession of the explanting hospital.